Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use. When the physician attempted to pull back the device, he was unable to do so. The device could not be effectively deployed. The device was left in the pt and the pt was transported to surgery for device removal.